Event description:
On (B)(6) 2013, the surgeon performed an ifuse si joint arthrodesis on the patient placing three implants. The patient later complained of a recurrence of pain. The surgeon noticed a hairline fracture of the ilium and some possible lucency around the superior implant. On (B)(6) 2014, the surgeon removed the superior implant and added a new implant anterior to the implant he removed.

Manufacturer narrative:
Based on the information provided, review of surgical technique guide, IFU, certificates of analysis and fmea, the most probable root cause is symptomatic late recurrence of symptoms. Part numbers, lot numbers, manufacturing and expiration dates: ifuse implant, p/n 7035-90, lot# 8028003323002, manufactured 03/05/12, expires 2015-05 (x2); ifuse implant, p/n 7055-90, lot# 8028003235006, manufactured 02/27/12, expires 2015-04.